Event description:
Consumer alleges when he got up in the morning he could smell smoke and something burnt. He called the fire department and when they arrived they determined it was coming from the powerchair. They removed the unit from the house and cut the red wire to the battery. Battery and wires were melted.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Manufacturer narrative:
The device was returned and evaluated. Upon inspection of the batteries and battery terminals, all connections were found to have loose hardware.

Event description:
Consumer alleges when he got up in the morning he could smell smoke and something burnt. He called the fire department and when they arrived they determined it was coming from the powerchair. They removed the unit from the house and cut the red wire to the battery. Battery and wires were melted.